Event description:
A male patient's wife contacted lifecor customer support to report that every thirty minutes the system would alarm and give them an "adjust belt" message. Support had the patient download. Support examined the download and noted excessive right falloff. Support sent the patient a replacement electrode belt. In 2006, support did a follow-up call with patient. He said that the new electrode belt did not correct the problem. Support reviewed the patient's latest download and found a flat side to side channel. Support sent the patient a replacement monitor and electrode belt.

Manufacturer narrative:
Device MFR dates: monitor - 12/2002, electrode belt - 2/2003. Device evaluations of monitor and electrode belt have been completed. The reported problem was confirmed. The cause of the reported problem (multiple "adjust belt" messages) was a faulty operational amplifier (u51) on the computer/analog pca within the monitor. U51 provides input signal conditioning for the l1 positive lead falloff detection circuit. The u51 failure resulted in a false falloff detection which, in turn, resulted in the "adjust belt" messages. The root cause of the u51 failure cannot be positively identified, but was likely a random component failure. This is an unusual event. The second electrode belt passed all functional tests. No adverse event resulted from the u51 failure. The monitor continues to operate in single lead mode when falloff is detected on one ECG channel. The patient received a replacement monitor and electrode belt.